Event description:
It was reported that a small volume folfusor under infused. The reporter stated that when the device was connected to the patient, no flow was observed, and after a while, flow began. The device eventually emptied with some delay. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 28, 2014 to may 29, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.